Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a mammoplasty procedure on (B)(6) 2016 and the suture was placed possibly interrupted in deep dermal, continuous in subcuticular or subcutaneous tissue layer. Two or three weeks postoperatively, the patient returned with open wound, superficial dehiscence and no infection. The suture appeared possibly broken and weak with intact knots. The suture was not torn through tissue, but actual suture breakage had an "unzipping appearance". It was also reported that the patient had any falls or coughs prior to wound opening. The patient was treated by a wound specialist with wet to dry dressing and santyl debridement. The revision procedure was not performed yet. Currently, the wound is healed with scarring and potential for revision.

Manufacturer narrative:
Representative samples were returned for evaluation. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. The sutures were dispensed without problems and examined along of the strand and no suture color variability or other defects were observed. They were visually and functionally examined for strength and they met requirements.